Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The picture provided, shows one haptic was separated at the acrylic part of the tip. The separated portion of the product was discarded at the hospital due to patient's infection. Check result of the picture was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). The exact root cause was not determined. However, based on our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2022. Damaged haptic after implantation. One haptic was separated at the acrylic part of the tip. The separated portion of the product will not be returned since the patient has an infection. The doctor noticed the leading haptic was separated just after slider advancement. The iol was implanted to the eye without any other problems. Patient health impact: no health consequences or impact.